Event description:
It was reported by service report that the bed had no electrical function due to power prong being loose and not making contact in the plug. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
The reason for the sterilization starting with (B)(4) is to provide clarification following a change to stryker's electronic complaint system.